Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. The patient fell and received a hematoma which required a craniotomy. Review found that when the patient is in atrial fibrillation, there is oversensing on the ventricular channel which results in pacing inhibition. At this time, this pacemaker and right ventricular (rv) lead remain in service and there have been no additional adverse patient effects reported.